Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and phasix mesh. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch which was implanted on (B)(6) 2016. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol ventralex st mesh (device #1). Additional supplemental emdrs were submitted to represent the bard/davol mesh - phasix mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and phasix mesh. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch which was implanted on (B)(6) 2016. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿tissue protruding through the hernia defect, which were dissected off the surrounding adhesions and pushed back into the peritoneal cavity. A ventralex st mesh (device #1) was placed in the retroperitoneal position using suture.¿ (B)(6) 2017 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent open repair with the implant of phasix mesh (device #2). Per operative notes, ¿the contents of the hernia were identified. Adhesiolysis was performed. The old ventralex st mesh (device #1) was dissected free from the abdominal wall. The recurrent hernia was inferior to the mesh and sac was excised. Myofascial advancement flap was performed. The phasix mesh (device #2) was then attached laterally to the edge of the external oblique using suture.¿ (B)(6) 2022 - patient had hernia recurrence, adhesion, inflammation and pain thereby underwent mesh revision. (Note: there is no information was provided in medical record).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addenum #1: root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b3, b4, b5, b7, d4, e3, g1, g3, g6, h2, h6, h10 note, the manufacturing date (15-mar-2015) is considered to be a best estimate. Addendum #2: h11: this supplemental emdr is submitted to correct date of implant. Updated fields: b4, g3, g6, h2, h6, h10, h11 corrected fields: d.6a (date of implant) this supplemental emdr represents the bard/davol ventralex st mesh (device #1). Additional supplemental emdrs were submitted to represent the bard/davol mesh - phasix mesh (device #2). Notes: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and phasix mesh. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch which was implanted on (B)(6) 2016. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿tissue protruding through the hernia defect, which were dissected off the surrounding adhesions and pushed back into the peritoneal cavity. A ventralex st mesh (device #1) was placed in the retroperitoneal position using suture.¿ (B)(6) 2017 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent open repair with the removal of mesh (device #) and implant of phasix mesh (device #2). Per operative notes, ¿the contents of the hernia were identified. Adhesiolysis was performed. The old ventralex st mesh (device #1) was dissected free from the abdominal wall. The recurrent hernia was inferior to the mesh and sac was excised. Myofascial advancement flap was performed. The phasix mesh (device #2) was then attached laterally to the edge of the external oblique using suture.¿ (B)(6) 2022 - patient had hernia recurrence, adhesion, inflammation and pain thereby underwent mesh revision. (Note: there is no information was provided in medical record).